Event description:
Reportedly, the device deployed incorrectly formed clips which were not staying secure at the application site (section of renal artery in close proximity to the aorta). A conversion into a laparotomy occurred due to the hemorrhage.